Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer report number: 2938836-2017-11225. New information was provided that indicated that the right ventricular lead was explanted and replaced due to an increase in threshold.